Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the instrument broke during surgery, when the surgeon impacted the final implant. No delay, no patient consequence.

Event description:
A. Were there any consequences for the patient related to the event? No, the patient did not have any consequence, or any involvement. B. Were there any surgical delays related to the event? No, because of the management given at the time of the development, the surgery after that, passed normally, was successfully completed and in normal surgical times and without any delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received " during the surgery when the specialist impacts the final implant with the force exerted by it, the impactor handle ref * lot * is part in the area of its safe red color, this novelty is reported so that this piece is revised or repaired after being collected at the institution". The product was not returned to depuy synthes, however photos were provided for review. See attachment 'source file - reporte de calidad (B)(6) medical center 476747'. The photo investigation revealed that ' 254401017, attune impaction handle' had broken. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune impaction handle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life problem identified and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5.